Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting options were discussed and recommended. Then isometric testing was performed and there was improper movement of waveform observed. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and an inappropriate shock. Troubleshooting options were discussed and recommended. Then isometric testing was performed and there was improper movement of waveform observed. Reprogramming efforts were performed and the plan is continuing to be monitored. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.